Manufacturer narrative:
(B)(4). G2: foreign: china. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. H6: component codes: mechanical (g04) - drill once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was attempting to implant the implant into patient, the tip of the device fractured. The tip was removed, and the patient did not retain a foreign body.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the tips of two juggerknots are fractured. Further analysis could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history identified additional similar complaints for the reported item and 0 additional complaints for the reported part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.